Event description:
Pt experienced automatic discharges from aicd device with no associated symptoms leading up to this. Presented to emergency room. Medtronic analysis indicated dysfunction consistent with lead fracture. Pt to operating room for replacement of atrial and ventricular pacing/shocking lead, with reimplantation of pacer/defibrillator. Pt noted to have intraclavicular fibrous web with intensive scarring. Tolerated procedure without complications.